Event description:
Rn received pt from cath lab with arterial and venous sheaths and zoll catheter in right femoral. Rn initiated hypothermia protocol and noticed that blood was backing up into the closed system of the zoll. Rn notified of ICU residents covering and zoll help line was called. Zoll recommended that current line be removed and a new one placed. Pt was made comfort care and expired two days later. FDA safety report ID# (B)(4).